Manufacturer narrative:
H3, h6: the navio tracker array, pn pfsr120010, used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported event was confirmed visually. The device showed moderated exterior condition and it was found to be significant bent affecting the operation of the device. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is external forces applied to the component by other object and/or been drop. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set up for a navio assisted ukr, they were calibrating the handpiece, and both the handpiece test and drill test were ran prior to calibration and passed. When entering the handpiece calibration stage of the software, the camera could not see the navio handpiece tracker array in view. It was able to see the probe, but not the handpiece. They re-checked the handpiece assembly and everything checked out as properly assembled. They made sure once again that all of the flat markers were flush, but the camera was still unable see the handpiece array. Then, they replaced the flat markers on the handpiece array and the camera was still not seeing the handpiece array. During this time, an error popped up on the screen stating "handpiece error". They checked the cables, unplugged and replugged and hit dismiss. The error did not pop up again (B)(4). Then, they tried calibrating again, but the camera was still not seeing the handpiece array. They visibly looked at the handpiece array and it appeared that it may be bent. They got a new handpiece array and assembled it onto the handpiece. The camera was then able to see both the handpiece array and the probe. Then, they successfully calibrated and homed the handpiece and were able to start the case. However, the surgeon was doing a ukr vs. Tka and intra-operatively decided to do a tka. Since the surgeon does not use the robot for his tkas, the robot was no longer used for the case and the procedure was completed with manual instrumentation due to the surgeon preference without significant delays. The patient was not harmed due to the reported problem. After the case, they took the array and laid it on a flat surface and it appeared that it was bent. It rocked on the surface and it was uneven on its points of contact to the flat surface.

Event description:
It was reported that, during set up for a navio assisted ukr, they were calibrating the handpiece, and both the handpiece test and drill test were ran prior to calibration and passed. When entering the handpiece calibration stage of the software, the camera could not see the navio handpiece tracker array in view. It was able to see the probe, but not the handpiece. They re-checked the handpiece assembly and everything checked out as properly assembled. They made sure once again that all of the flat markers were flush, but the camera was still unable see the handpiece array. Then, they replaced the flat markers on the handpiece array and the camera was still not seeing the handpiece array. During this time, an error popped up on the screen stating "handpiece error". They checked the cables, unplugged and replugged and hit dismiss. The error did not pop up again (B)(4). Then, they tried calibrating again, but the camera was still not seeing the handpiece array. They visibly looked at the handpiece array and it appeared that it may be bent. They got a new handpiece array and assembled it onto the handpiece. The camera was then able to see both the handpiece array and the probe. Then, they successfully calibrated and homed the handpiece and were able to start the case. However, the surgeon was doing a ukr vs. Tka and intra-operatively decided to do a tka. Since the surgeon does not use the robot for his tkas, the robot was no longer used for the case and the procedure was completed with manual instrumentation due to the surgeon preference without significant delays. The patient was not harmed due to the reported problem. After the case, they took the array and laid it on a flat surface and it appeared that it was bent. It rocked on the surface and it was uneven on its points of contact to the flat surface.

Manufacturer narrative:
Internal complaint reference (B)(4).